Manufacturer narrative:
The following fields have been updated with additional/corrected information: device available for eval: yes returned to manufacturer on: 06-may-2024 bd received twenty nine (29) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for stopper pop off with the incident lot was not observed as all product specifications were met. Twenty eight(28) customer samples were sent to franklin lakes for appropriate testing for stopper creepout/ stopper pop off. The samples were subjected to a 1st and 2nd stopper pullout test with 0 of 28 samples resulting in 2nd stopper creepout/ stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported after blood collection with the bd vacutainer® sst¿ blood collection tubes, the caps of ten (10) tubes were loose and resulted in blood spillage. There was no report of patient or user impact.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital h.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after blood collection with the bd vacutainer® sst¿ blood collection tubes, the caps of ten (10) tubes were loose and resulted in blood spillage. There was no report of patient or user impact.